Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the ascending colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, the snare was used to treat a 25 mm benign polyp. During the procedure, the physician injected 16cc of saline into the polyp, current was applied to the device and the polyp was snared. The physician then noted a perforation around the snared area. In the physician's assessment there were contributing factors that had caused the perforation; large polyp, difficulty seeing the polyp due to active peristalsis, and the possibility of the saline being injected deeply into the lower muscle coat. The procedure was not completed and the patient was sent to surgery. The patient's condition was reported to be stable after surgery.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.